Manufacturer narrative:
Investigational summary: retain testing yielded expected results. No false positives were observed in either the negative control or negative utm samples tested. Unable to duplicate customer complaint. Unable to determine root cause.

Event description:
False positive: customer reported false positive results on solana sars assay.